Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it's likely there was a difference in recognition on device handling or reprocessing steps between the olympus recommendation and the user facility. The event can be prevented by following the instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An endoscopic support specialist (ess) was dispatched to provide education on proper cleaning of the scopes. The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was submerged in steris revital-ox resert high level disinfectant for five days straight, reprocessed differently from the instruction for use (IFU). The customer was advised that the scope was most likely damaged and will need to be sent for repair. It is unspecified when this issue was found. There were no patient involvement.